Event description:
A complaint was received from a customer that reported that when customer used excel off brand reagent strips customer would receive significantly different readings. Examples were 38,95,62 mg/dl. The customer wondered which one was correct. The value extremes of 38-95 mg/dl represent near hypoglycemia to a normal result. Hypoglycemia can be serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent. The customer was advised to call the company's 24/7 customer service line if any additional problems are encountered. The complaint is considered closed for purposes of MDR.